Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that high impedance issue was observed on the lead. Patient denies any traumas or falls. Upon x-ray review lead fracture was observed. The lead was explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.